Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump was making a loud noise. The customer did not experience any significant events prior to this issue. The customer then received a blank display on the insulin pump. The customer stated that they changed the battery three times, and the insulin pump was able to work again. The customer's insulin pump passed the self test. The customer stated that the insulin pump was not bumped or dropped. Advised to contact the hospital for a replacement insulin pump. Nothing further reported.